Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to open. The customer attempted troubleshooting by rebooting the station and trying to recover the door; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that tower door failed. The field service engineer (fse) assisted the customer in manually opening the medication tower using the physical keys after the site power outage, restoring access to the tower. The system functioned as intended after the field service engineer (fse) incident the device.